Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was severely tortuous. The proximal neck diameter was 21mm and 62mm in length. The right common iliac was 11mm in diameter and the left common iliac was 12mm in diamter. It was reported that the patient complained of right leg pain. The occlusion was confirmed at a narrowed location just above the bi furcation of internal iliac artery of the right limb. Per the physician's statement the cause for the occlusion was due to the narrow artery. A guide wire was passed through the occluded location and thrombectomy was performed followed by implant of another manufacturer¿s 12x40 stent. No additional clinical sequelae and the patient is fine.

Manufacturer narrative:
(B)(4).